Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the sample syringe and sample wash syringes to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.